Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the synchron lxi 725 clinical system for three patients. Three patient samples when tested for accutni gave results of 1.1, 1.5 and 0.51ng/ml. Upon repeat, all three samples gave results of 0.01ng/ml. The erroneous results were reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were li heparin plasma and were centrifuged for 3 minutes at 5500rpm. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was on-site (B)(6) 2010. Fse replaced some hardware after which verification testing performed met specifications. Although hardware issues were addressed by the fse, a clear root cause for this event has not been determined to date.